Event description:
It was reported that a patient had been off heparin for approximately 12 hours due to surgery on a broncho-pleural fistula. The patient had lost 6 liters of blood during surgery, so heparin was withheld for another 24 hours. A clot formed on the post oxygenator side and continued to grow even though heparin had then been administered with a hptt goal of 50-70. Decision was made to change circuit. No reported patient effect. (B)(4).